Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported when PICC catheterization was performed on 7/11, the puncture went smoothly and the blood returned smoothly, but the guide wire could not be fed in. After the guide wire was removed, it was found that the end of the guide wire was bifurcated and had a burr feeling, which affected the operation results. Causing one more puncture injury to the patient and delaying treatment. Replaced with a new one immediately. No other information was provided.

Event description:
It was reported when PICC catheterization was performed on 7/11, the puncture went smoothly and the blood returned smoothly, but the guide wire could not be fed in. After the guide wire was removed, it was found that the end of the guide wire was bifurcated and had a burr feeling, which affected the operation results. Causing one more puncture injury to the patient and delaying treatment. Replaced with a new one immediately. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed a small portion of the coiled wire of the guidewire appeared to have become detached near the adhesive filet. No details of the damaged area can be seen from the returned photograph. Possible use residues were observed on the device. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause; therefore, the cause of the apparent damage is unknown at this time. This complaint will be recorded for future trending and monitoring purposes.